Event description:
Pt's ICD "misfired" x4, resulting in persistent ventricular tachycardia. During catheterization for ablation, device malfunctioned -spring wire broke-, causing dissection of the right iliac artery. Procedure was immediately terminated, the pt was intubated and transferred to CT scan for further evaluation. He was taken to the or and discharged 4 days later.